Manufacturer narrative:
Suspect medical device has been updated with corrected information. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device has been returned for analysis. A supplemental report will be filed upon completion of the product analysis and investigation.

Event description:
Medtronic received information that two years following the implant of this bioprosthetic valve, this valve was explanted and replaced with a mechanical heart valve due to severe aortic stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
Product return has been requested, but at the time of this report the device has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection found the returned product specimen to be oval shaped and slightly distorted in appearance. All leaflets were observed to be slightly stiff but flexible. Abrasions and a large tear in the right cusp through the free margin and lunula appeared to be due to contact with the bias cloth and/or a long suture tail. A partial long white suture tail was found to be embedded in a remnant of host tissue on the outflow rail adjacent to the tear. All commissures appeared to be intact. Remnants of glistening off-white pannus remained attached to the inflow and outflow edge of the sewing ring. Traces of pannus remained attached to the right non-coronary and non-coronary left stent posts. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: based on the received information and the return product analysis, distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. In addition, distortion of the annular ring (oval) can result in more contact of the leaflet onto the bias cloth due to the altered position of the outflow rail and stent posts. The tear and abrasions seen in the explanted valve may have been a result of the altered position of the outflow rail since the position of the distortion resulted in the narrowing of this outflow rail opening. The pannus overgrowth on the inflow would have further impaired the leaflet mobility leading to stenosis. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.